Event description:
Risk, rde - the part to the machine that unloads our washer racks jammed and alarmed. When I looked to observe what the problem was, I triggered a piece of machinery that hooks to the washer rack. That piece caught the outside of my right hand and cut my right pinky finger requiring three stitches. Manufacturer response for air glide system connected to washer disinfection system, (brand not provided) (per site reporter): manufacturer is gathering information from safety & quality to determine root cause of incident.

Event description:
Risk, rde - the part to the machine that unloads our washer racks jammed and alarmed. When I looked to observe what the problem was, I triggered a piece of machinery that hooks to the washer rack. That piece caught the outside of my right hand and cut my right pinky finger requiring three stitches. Manufacturer response for air glide system connected to washer disinfection system, (brand not provided) (per site reporter): manufacturer is gathering information from safety & quality to determine root cause of incident.